Event description:
Pt admitted to hosp on 4/5/99 for hydration, pain control and tpn secondary to grade IV esophagitis from x-ray therapy to spine and cranium 180 rads daily. Xrt delayed on 4/2/99. Pt discharged from hosp on 4/9/99. Xrt resumed on 4/15/99.